Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition passed all pressure test requirements, which included cardiac output, rap (right atrial pressure), aop (aortic pressure), pap (pulmonary arterial pressure) and lap (left atrial pressure) performance metrics associated with nominal normotensive and hypertensive settings. Review of the electronic data revealed a fault code of "bottom pressure too low" which is indicative of a potentially failing u22 pressure sensor on the main pcba (printed circuit board assembly) and is consistent with the alarm that the customer experienced. Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a degraded pressure sensor (u22) on the main pcba. Syncardia has an open corrective and preventive action (CAPA) to address the issue of u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with u22 pressure sensor failure events. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the hospital staff believe too much fluid was pulled off the patient during dialysis prior to the freedom driver fault alarm. The customer also reported that the patient was switched to the backup driver without any adverse impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the hospital staff believe too much fluid was pulled off the patient during dialysis prior to the freedom driver fault alarm. The customer also reported that the patient was switched to the backup driver without any adverse impact.